Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat footswitch was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, the footswitch would not activate the generator, therefore providing no cautery. The complainant was able to complete the procedure by using another endostat footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.